Event description:
It was reported that the patient presented via merlin.net transmission. Transmission revealed several non-sustained rv oversensing episodes due to post paced t wave oversensing. No intervention was performed. Patient was stable and will continue to be followed normally.